Event description:
Pt in cath lab for ptca & stent placement. At time of stent placement delivery balloon ruptured at 3 atm of inflation. The balloon was immediately deflated, removed and exchanged with 3.0 nc bandit balloon.